Manufacturer narrative:
Per the tandem user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 55 mg/dl. Reportedly, customer incorrectly counted the number of carbohydrates consumed and delivered too large of a bolus. Customer delivered a glucagon shot, and was monitored as bg levels rose. Reportedly, customer left the ER 3 hours later with customer in stable condition (bg 260 mg/dl). System check with tandem technical support confirmed the pump was functioning as intended.